Manufacturer narrative:
Ihealth labs, inc., customer service has followed up via email to the site on june 6, 2022 for additional information. Initial report suggested there were no medical intervention or treatment provided on the two (2) patients patients could not be confirmed if other tests like pcr testing were performed throughout the duration of 9-11 days for the purpose of confirming either positive and/or negative test results. Unable to determine if all positive test results originated from the same lot number. Lot number provided: 211co21203. All of the products used were purchased from amazon. There was no indication to suggest based on ihealth's review and investigation that the said lot, 211co21203 was counterfeit.and re-test batch of reserved samples, the results are qualified. User had most likely not followed or read the instructions to ensure the appropriate method or application is utilized.

Event description:
Customer feedback: "good morning...I'm continuing to test positive for 11 days and my wife 9 days. The test line keeps getting darker (black) as time goes on. We've felt back to normal for the past 5-6 days and we've been exercising during those days. We're kind baffled why our test keeps coming back with a dark line? Please advise."